Manufacturer narrative:
Eval: results: visual analysis noted discoloration in the ipg septums, ports and I the bottom of the ipg header. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-01915. The pt received her scs system, including a surgical lead and ipg, on (B)(6) 2010. It was reported that the pt had not used her system in (B)(6). She complained that she could feel the lead and ipg and wanted them removed. It was reported that the pt is very thin. The physician decided to explant the ipg and lead on (B)(6) 2011. It was reported that during explant, it was noted that both tails of the lead had blood inside up to about 2-3 inches, but the header of the ipg and lead paddle were clear. No further issues were reported. The pt was not reimplanted.